Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake due to ¿6 steps of hand washing not followed¿. The patient was not hospitalized for the peritonitis event. The day after event onset, the patient began treatment with injection vancomycin (500 mg once in five days, ongoing, route not reported), and injection fortum (1.5 gm, seven days, ongoing, route not reported). Action with dianeal therapy was not reported. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.